Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 percutaneous lead and splitter 2x8 kits.

Event description:
A report was received that shortly after the trial procedure, the patient had developed an epidural hematoma. The trial leads were explanted on that day. No device malfunction was suspected. It was also reported that the patient was admitted to the intensive care unit, was intubated and was not able to respond to verbal commands but now the patient was doing well and was able to respond to physical and verbal command.